Event description:
It was reported that(1) 511sd was used during a cholecystectomy procedure. It was reported by the affiliate that the valve rubber was tearing easily during the videosurgical procedure. It seems so fragile. The procedure was completed with the damaged trocar, with some difficulties. No adverse consequences to the pt.